Event description:
It was reported, that the monitor would lose image when the generator is energized. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. An olympus representative spoke with the customer and stated the issue would either be a grounding issue or a cable issue, and that the customer can swap components to narrow the issue down. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of the intermittent image loss when the generator is energized could not be determined as the event was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.